Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended.

Manufacturer narrative:
There are no recorded events in the returned device other than being tested at heartsine technologies on (B)(4) 2010. On inspection of the device, it was immediately revealed that the pad-pak was jammed in. On removal it was discovered that the plastic locating pins had been sheared off, one pogo-pin was broken off and another was jammed in. The damage was likely to have been caused by the pad-pak not being properly installed by the user. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.